Event description:
Left total hip arthroplasty cementless (stryker trident psl, x3 acetabular component, accolade ii femoral component, biolox delta c-taper ceramic femoral head, v40/c-taper adapter sleeve). At present I cannot walk at times and I have shooting pains through left thigh and hip. About to have another MRI (doctor expects to find pockets of fluid which will be drained at the time and cortisone injection will be applied to hip).